Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: five openings curved, non-penetrating nick, white particles in the shell, wear abrasion, crease flat and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: five openings striated and non-penetrating nick striated on the patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: five striated openings due to surgical damage consist in the use of some surgical tool and non-penetrating nick striated due to surgical tool scratch like. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.